Event description:
Caller reported experiencing cgm error 42 but did not indicate any adverse effects on their blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support instructed caller on placing pump into storage mode and to return the faulty pump using a pre-paid label within 10 days, which the caller understood and acknowledged.